Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of unspecified tissue injury and mitral regurgitation (mr) are listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedural condition and patient anatomy. The reported mitral valve insufficiency/regurgitation (unchanged mr) is due to tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Patient anatomy included frail, fragile leaflets. One clip was implanted on the anterior 2/posterior 2 (a2/p2) leaflet segment. The mr was reduced to moderate, with the mean pressure gradient noted to be 2 mmhg. The decision was made to implant a 2nd clip, on the lateral side of the first clip, to further reduce the mr. The clip was able to grasp the leaflet without issue; however, the mr was noted to increase back to grade 4+. Tissue damage was noted and it seemed that the leaflet had multiple small tears. The physician attempted to grasp the leaflets at another location; however, this was not possible. The clip delivery system (cds) was removed. No additional intervention was provided to treat the leaflet tear. Per physician, there were no device issues with the clip or cds. The tissue damage was related to the frail, fragile leaflets. The procedure ended with the mr unchanged at grade 4+. No additional information was provided.